Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy on their left side after having a fall. Lead diagnostics indicated multiple contacts with high impedances. Reprogramming did not resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2022 wherein, a new system was added to cover left sided pain. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.